Event description:
Customer reported receiving error alarms on the insulin pump during priming. Customer stated that the prime process could not be completed because insulin was squirting out. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion, and occlusion test. No unexpected alarm for a loose drive support disk was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.